Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions, lack of incorporation, mesh migration, infected mesh, fistula, recurrence and seroma. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions, lack of incorporation, mesh migration, infected mesh, fistula, open wound, recurrence, seroma, mid-epigastric abdominal pain, nausea, dehydration, dizziness, shortness of breath, malnutrition, separation of subcutaneous tissue and exposed mesh and bilious drainage. Post-operative patient treatment included additional surgery, removal of multiple pieces of mesh and sutures, placement of multiple new meshes on different dates, removal of small bowel involved with fistula, placement of wound vac, drainage for surgical wound, mesh removal and anastomosis, repair of ventral hernia with component separation and laparoscopic lysis of adhesions. Relevant tests/laboratory data: 26 aug 2015: op note- CT scan of the abdomen and pelvis noted a recurrent ventral incisional hernia containing small bowel. 22 sep 2015: op note- wound culture from surgery on 10 sep 2015 was positive for staphylococcus epidermidis. 22 sep 2015: op note- patient with abnormal lab work: increased wbc, suggesting infection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions, lack of incorporation, mesh migration, infected mesh, fistula, open wound, recurrence, seroma, mid-epigastric abdominal pain, pain, mesh separation, granulation tissue, nausea, dehydration, dizziness, shortness of breath, malnutrition, exposed mesh, and bilious drainage. Post-operative patient treatment included additional surgery, removal of multiple pieces of mesh and sutures, placement of multiple new meshes on different dates, removal of small bowel involved with fistula, placement of wound vac, drainage for surgical wound, separation of subcutaneous tissue, mesh removal and anastomosis, wound irrigation, repair of ventral hernia with component separation and laparoscopic lysis of adhesions.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions, lack of incorporation, mesh migration, infected mesh, fistula, open wound, recurrence, seroma, mid-epigastric abdominal pain, nausea, dehydration, dizziness, shortness of breath, malnutrition, separation of subcutaneous tissue and exposed mesh and bilious drainage. Post-operative patient treatment included additional surgery, removal of multiple pieces of mesh and sutures, placement of multiple new meshes on different dates, removal of small bowel involved with fistula, placement of wound vac, drainage for surgical wound, mesh removal and anastomosis, repair of ventral hernia with component separation and laparoscopic lysis of adhesions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced increased wbc, staphylococcus epidermidis, diarrhea, adhesions, lack of incorporation, mesh migration, infected mesh, fistula, open wound, recurrence, seroma, mid-epigastric abdominal pain, pain, mesh separation, granulation tissue, nausea, dehydration, dizziness, shortness of breath, malnutrition, exposed mesh, and bilious drainage. Post-operative patient treatment included additional surgery, removal of multiple pieces of mesh and sutures, placement of multiple new meshes on different dates, removal of small bowel involved with fistula, placement of wound vac, drainage for surgical wound, separation of subcutaneous tissue, mesh removal and anastomosis, wound irrigation, CT-scan, umbilectomy, repair of ventral hernia with component separation and laparoscopic lysis of adhesions. Relevant tests/laboratory data: 26 aug 2015: op note- CT scan of the abdomen and pelvis noted a recurrent ventral incisional hernia containing small bowel. 22 sep 2015: op note- wound culture from surgery on (B)(6) 2015 was positive for staphylococcus epidermidis. 22 sep 2015: op note- patient with abnormal lab work: increased wbc, suggesting infection.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced adhesions, lack of incorporation, mesh migration, infected mesh, fistula, recurrence, seroma, mid-epigastric abdominal pain, nausea, dehydration, dizziness, shortness of breath, drainage for surgical wound, chronic poor oral intake, malnutrition, separation of subcutaneous tissue and exposed mesh, bilious drainage and crohn's disease. Post-operative patient treatment included additional surgery, removal of multiple pieces of mesh and sutures, removal of small bowel involved with fistula and mesh removal.